Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited sensing anomaly. A chest x-ray revealed that the lead was capped and replaced successfully on (B)(6) 2017. The patient was stable though out procedure.